Manufacturer narrative:
The customer claimed that the bed functions were not working. There was no indication regarding patient involvement. No injury was sustained. During the onsite visit, the arjo consultant observed that the bed was alarming and it would raise to the highest level on its own and shut off on its own. Allegedly, the button at the control panel responsible for the bed up movement was faulty and it caused the bed to move up after releasing the button. However, the device evaluation at the service center did not duplicate the reported scenario. The instructions for use for citadel bed (830.213-en rev.14) includes the following information regarding control buttons regular inspection: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly¿. Additionally, it was found that the CPR guard was missing. The CPR button itself was not damaged. The review of post-market surveillance data revealed that damage caused to CPR button may be a result of external force e.g. Side rail being pushed into a wall or other object. Intructions for use (830.213-en rev.14) warns user "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, bedside furniture or any other objects do not restrict its movement." New button guard for CPR button was installed. The device was tested in accordance with product-specific servicing document (quality check). After replacement, the bed operated correctly. The event could not be duplicated during the bed evaluation. The technician suggested that if the CPR button guard had been mechanically damaged, it might have caused the unintended movement of the bed. However, this hypothesis could not be confirmed. Therefore root cause is impossible to define. Arjo device failed to meet its specification since the device was moving unintentionally. The device was not use for the patient treatment when the device was moving up on its own. This complaint was assessed as reportable due to allegation of the unintended bed movement.

Manufacturer narrative:
Investigation is ongoing. Further information will be available in the next expected report.

Event description:
The customer claimed that the bed functions were not working. There was no indication regarding patient involvement. No injury was sustained. During the onsite visit, the arjo consultant observed that the bed was alarming and it would raise to the highest level on its own and shut off on its own. Allegedly, the button at the control panel responsible for the bed up movement was faulty and it caused the bed to move up after realising the button. However, the device evaluation at the service center did not duplicate the reported scenario. It was found that the CPR guard was missing, however, no issue with the button on the control panel was found.